Event description:
It was reported that the ilet pump experienced two overnight occlusion events that led to pump interruptions and subsequent elevated blood glucose, after which the user restarted the device and glucose levels improved from ilet correction algorithm; the event aligns with an insulin delivery occlusion involving the infusion set and cartridge components. Symptoms included hyperglycemia. Outcomes included temporary disruption of insulin therapy requiring user intervention. Investigation included review of device logs and customer interview. Investigation of this case revealed confirmed occlusion alerts with recovery after restart, with no evidence of injury. It was concluded that the event was due to an insulin delivery occlusion, with user education indicated on recognizing and troubleshooting occlusions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.